Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Gas loss alarm had occurred where troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Troubleshoot performed by iab fill and restarting the pump and by verifying all tubing and connections were secure and appropriate and there was no blood or discoloration in the helium tubing. The nature of alarm and patient conditions are reviewed and explained the malfunction.